Manufacturer narrative:
A partial lead with the connector piece measuring 16.8 cm and the distal piece measuring 50.8 cm was returned for analysis. External insulation abrasion breaching the empty cable lumen due to friction to another device was observed at 7.3 cm to 8.3 cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion breaching the cable lumen was observed at 12.0 cm to 12.7 cm from the distal tip. The etfe coating was intact at this location. The damage to lead insulation was observed at 13.7 cm, 24.8 cm, 26.2 cm, 27.0 cm, 27.7 cm and 32.0 cm from the distal tip which was found sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the rv lead was explanted due to unknown cause of failure presence in automatic cardiac defibrillation. A new lead was implanted. Patient was stable. No further information available.